Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 their receiver alerted them of their hypoglycemia; however, they did not have time to treat themselves. Their mother found them shaking, about to pass out and non-responsive. The patient's mother contacted the emergency medical technicians (emt) who tested the patient upon arrival and their blood glucose was at 34. Emt treated patient with fluids and glucose. The patient did not have to go to the hospital. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned. The data was provided. The reported event of hypoglycemia could not be confirmed through data log review. It should be noted that diabetes is a known cause of hypoglycemia and loss of consciousness. However, a root cause for the reported event cannot be determined.